Event description:
Three (3) weeks after the index procedure the patient had a sub acute thrombosis (sat). The patient did not demonstrate symptoms of the sat. Prior to discharge from the hospital after the index procedure, a repeat catheterization was conducted. A 50% occlusion was confirmed. Ivus was done and confirmed the presence of thrombus. Percutaneous transluminal coronary angioplasty (ptca) was conducted to treat the sat with a 3.0/10mm balloon at 28 atm for 40 sec.the physicians's comments regarding the sat were that although good wall apposition of the cypher stent was confirmed, the vessel had plaque all around the circumference of the vessel. The target lesion was also rich with plaque and therefore at parts of the vessel, the implanted cypher stent's diameter was only 2.5mm. The thrombus probably formed at that location leading to the sat.